Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported the trial patient was still in the hospital as they had a seizure in post-op. It was also noted the patient still had a foley catheter in place so they were not tracking anything yet for the trial evaluation. The patient stated that they might have the catheter taken out tomorrow. Follow up information received on june 8, 2017 reported the trial patient had a history of pseudo-seizures and drug use. The patient was reported as alert and the trial evaluation was discussed with them at the hospital on (B)(6) 2017. On (B)(6) 2017, the manufacturer's representative was informed by the surgeon that the trial patient had another instance of a seizure. The patient was to be transferred to an (B)(6) hospital for further evaluation.

Manufacturer narrative:
The initial MDR was filed as manufacturer¿s report #3007566237-2017-02611. Follow-up information indicated that the correct manufacturing site was site # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the trial patient¿s seizure was a pre-existing condition. It was also reported that the patient had the trial evaluation for the retention symptom and that the device did help for that when on. It was noted that patient moved on to the full implant where they were voiding with the implanted device. The patient¿s seizures still occurred as they did previously to having the device. The patient¿s reported issues during the trial were reported as resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.